Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit would not stop alarming until the batteries were removed. The mobile power unit was changed. Log file analysis captured pulsatility index events as well as routine power source changes. The patient reported that the only indicator being displayed was the green power indicator. The patient was stable and given a loaner unit on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿mobile power unit would not stop alarming¿ could not be confirmed with the returned mobile power unit (serial #(B)(6)). The submitted log file captured routine power cable disconnect alarm events relating to power exchanges. The routine alarm events cleared after the power exchange was completed. It was noted the log file did not capture any event on the reported date of (B)(6) 2021, which additional information indicated the event occurred on. The returned device was tested together with laboratory equipment and was unable to reproduce an unexpected alarm during the evaluation. Preventative maintenance was performed. Performed full functional checkout, which the unit passed all testing. The mobile power unit was returned to the customer site. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 06jun2021. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself¿. Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including mobile power unit alarms. Replace mobile power unit batteries alarm (yellow mobile power unit battery indicator with beeping audio tone). 1. Promptly switch to two fully-charged heartmate 14 volt lithium-ion batteries. 2. Replace mobile power unit batteries (see inserting or replacing the mobile power unit batteries on page 82). Mobile power unit internal malfunction alarm (yellow wrench light with beeping audio tone). 1. Promptly switch to two fully-charged heartmate 14 volt lithium-ion batteries. 2. Call hospital contact. Note: if you hear an alarm for the mobile power unit but no light comes on, call your hospital contact. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.